Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on the connector plug unit caused the customer's allegation and the reportable issue found during the device evaluation. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had the image out of service. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.